Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during the functional testing and archive data review. The root cause of the reported complaint was a defective processor board, likely due to a defective component. No physical damage was observed on the autopulse platform during visual inspection. The archive data review showed the occurrence of system error 132 (internal watchdog timeout) on the reported complaint date. Thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on. The processor board needs to be replaced to remedy the issue. Awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and one similar complaint was reported for the autopulse platform with serial number (B)(4). Ccr (B)(4) reported on march 22, 2018. Autopulse displayed "system error, out of service, revert to manual CPR" and the processor board was replaced to remedy the issue.

Event description:
Customer reported that the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. Patient use information was requested but no additional information was provided, therefore patient use is unknown.